Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted customer service regarding a cycler set that did not snap into the cycler. It was reported that the cassette snapped out and fluid was leaking from the cassette. The patient reported the issue occurred with two cassettes from different lots. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information was requested however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted customer service regarding a cycler set that did not snap into the cycler. It was reported that the cassette snapped out and fluid was leaking from the cassette. The patient reported the issue occurred with two cassettes from different lots. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: as six devices were returned with original packaging to the manufacturer, a physical evaluation was performed. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted customer service regarding a cycler set that did not snap into the cycler. It was reported that the cassette snapped out and fluid was leaking from the cassette. The patient reported the issue occurred with two cassettes from different lots. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: as six devices were returned with original packaging to the manufacturer, a physical evaluation was performed. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted customer service regarding a cycler set that did not snap into the cycler. It was reported that the cassette snapped out and fluid was leaking from the cassette. The patient reported the issue occurred with two cassettes from different lots. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information was requested however to date has not been provided.